Manufacturer narrative:
Analysis found the recharger (serial number (B)(4)) had broken connector pins on the cable assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Description edited to omit "no symptoms reported." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the recharger (insr) was unable to power up. The patient stated when the insr was plugged into a power source, the screen remained blank. The patient said the connector pin looked ok but they thought something broke inside the insr. The patient confirmed the green light was showing on the desktop charger (dtc). The patient also reported that now that they had this issue with their insr and they couldn't charge their ins, their pain had gotten worse. A replacement dtc was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the recharger (insr) unable to power up. The patient stated when insr was plugged into a power source, the screen remained blank. The patient said the connector pin looked ok but they thought something broke inside the insr. The patient confirmed green light was showing on the desktop charger (dtc). The patient also reported that now that they had this issue with their insr and they couldn't charge their ins, their pain had gotten worse. A replacement dtc was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were not able to charge until they received insr and they were in severe pain. The patient said they stayed in bed and were not able to get up. The patient noted they were able to continue their life when they charged. No further complications were reported/anticipated.